Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event on the pcb, mechanism rails, and top battery spring corrosion was found during the investigation. During the investigation no internal leak was found. Download data showed timeouts during the run, but no drive stall occurred. The cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 490 mg/dl, while wearing the pod on the arm between 37 and 48 hours. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.